Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported being unable to sync their patient programmer with their implantable neurostimulator (ins). The patient was also unable to communicate with the recharger, and gets the reposition antenna screen. The patient had encountered this screen the previous night when she attempted to charge. The patient stated that she charges about every 4 days and does not let the ins deplete. She reported that she hadn't felt stim since the night before. It was reviewed that there was no further troubleshooting that could be done over the phone, and the patient was redirected to her healthcare provider (hcp). Additional information received from a manufacturer's representative (rep) stated that the rep was able to communicate with both the patient and clinician programmer, and charge with another recharger. An antenna problem was suspected, but could not be confirmed. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.